Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: ax1t099409. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported the gray part of the stimulation testing cable became unglued from the clip casing. Additionally, the clinical specialist clarified this event happened during a revision surgery of the neurostimulator and tined lead. The patient had ineffective stimulation which led to the revision. The patient is stable and no concerns reported.